Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted due to chronic pain unrelated to the cochlear implant. The recipient will not be reimplanted at this time.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain at the implant site, with and without device. Pain is believed to not be device-related, but neuropathic. Revision surgery is scheduled.